Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was actually limiting his pain medication, not stopping the medications. The patient wanted to use the stimulator more but was concerned about battery depletion. It was unknown what the cause of the fading was. Impedances were within normal limits on (B)(6) -2018 and it was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he was no longer taking pain medications so he was using the stimulation all the time. The patient stated if felt like the stimulation was fading so he needed to increase the stimulation. It was reviewed that the implant was designed to deliver the same output regardless of the age of the battery. The voltage of the battery was at 2.995v. The indications for use were spinal pain and cervical/neck.